Event description:
Additional information was received from the patient. It was reported that the patient would have to charge every day for one hour or longer and was redirected to a manufacturer representative (rep). The patient was sent a new paddle, and the rep reprogrammed the device. The patient reported they were now charging every five days, and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they do not think the implanted device is holding a charge. Patient stated they charge their implant everyday in the morning which takes 30-40 minutes and then does not even last 24 hours. Patient stated the next day when they get up, the implant will be at 0%. When asked for event date, patient stated that the charge schedule was good for a year after being implanted, then the second year they had to charge everyday, then within the last 3 months they have had to charge nearly twice a day. Agent reviewed charge frequency is due to usage and therapy settings. Patient stated they had re-programming several times before, but they had not made changes within the last year and a half. Agent redirected patient to healthcare provider to further address the issue.  See general text for omitted information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.